Event description:
A nurse is reporting during a cataract extraction with intraocular lens implant the system became inoperable and the footswitch was not responding when depressed. Surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).